Event description:
The affiliate reported the customer alleged elevated total beta human chronic gonadotrophin (tbhcg) pts' results involving unicel dxi 800 access immunoassay system. This is report number one of three. Subsequent testing produced result within normal clinical range. The elevated results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed and completed carryover test. All system test results passed within the MFR's performance specifications. The fse recommended to the customer to isolate beta human chorionic gonadotrophin (bhcg) testing from troponin I by assigning pipettors. The pt sample was collected in a greiner serum tube. Sample centrifugation was performed at 3,000 relative centrifugal force (rcf) for ten minutes. This reportable event was identified during a retrospective review of complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-04567 and 2122870-2011-04568.